Event description:
The facility reported that the phaco tip broke in the pt's eye. The broken piece was removed and there was no impact to the pt.

Manufacturer narrative:
The returned device showed damaged to the distal end of the tip which is an indication of the tip coming into contact with another instrument or hard surface. This type of damage most likely occurred during the maintenance of the device.